Event description:
It was reported that the patient presented to the hospital after receiving a patient notifier. Device interrogation revealed the device had prematurely reached eri. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
No communication could be established between the device and the programmer upon receipt. Low battery voltage was observed. With an external power supply attached, the device functioned normally; no high current drain was detected during testing and the power consumption was normal. The original battery was sent to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.